Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "couple of weeks" from adc awareness date. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the adc device would not turn on with the button pressed or with the test strips inserted. As a result, the customer self-treated with corn syrup, and then a third party provided glucose for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A caller reported that the adc device would not turn on with the button pressed or with the test strips inserted. As a result, the customer self-treated with corn syrup, and then a third party provided glucose for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned reader was investigated. The reader was visually inspected and observed damaged usb port. Reader powered on with button depression. Blank screen was not observed. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.